Event description:
The customer reported that the jaw release did not function and the jaws would no longer open while on tissue. No further information as to how the device was removed was available from the site. There was no patient injury. Another device used in the same surgery with the same issue can be found on MFR report #1717344-2009-00557.

Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.